Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer: "ut discovers early in the morning during the night shift that all that liquid the pump had to draw in relation to the fact that currently hydr after hdm is not drawn (although the pump says it is). Pt has therefore not urinated, nor had he peed so much in evening shift get furix at midnight but not at 06, as she doesn't have had enough fluids. It is difficult to prevent mechanical faults. Checked that the fluid was dripping last night, it did then ... Just not enough." No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The device was not available. Only the history data was sent for investigation. Results: the device history files were analyzed. The infusion on (B)(6) 2024 were investigated. A new volume of 1060ml was set on (B)(6) 2024 at 07:33 pm. The infusion started with a rate of 110ml/h. The infusion was interrupted, several times by the customer. On the next day at 05:33 am the volume was done. No other abnormalities was found. Judgment: the complaint could not be confirmed.